Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "intermittent aspiration in phaco and I/a" (aspiration issue). The customer reported low intermittent aspiration in phaco and I/a. The surgeon was able to complete the case. The system was switched out for the following cases. Additional info received from the facility scrub technician stated the event occurred during phaco in the sculpting mode. The phaco sound was low so, the surgeon depressed the footswitch, but the numbers didn't rise. The surgeon took the handpiece out of the eye to test it and the numbers increased. The surgeon completed the cataract removal. During I/a the same issue occurred with low aspiration. The scrub technician stated she noticed the fluid in the blue tubing was not moving. At this point the pt complained of a pressure feeling in the eye. The case was completed. Three separate cassettes were switched out during the cases; none were saved for eval. The surgeon stated the surgery was completed as planned and the iol was implanted. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. (B)(4).